Event description:
The glenosphere orientation guide broke at the tip during use.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned product confirmed the plastic portion of the tip broke off. Previous investigations found the metal tip breakage was due to a too important stress during the assembly of the instrument onto the glenosphere. The end tip has been changed (addition of radius and blend) in order to increase the strength of the component, implemented on (B)(6) 2008 via eco# (B)(4). The complaint sample is the new design manufactured after the change. The (B)(4) material research department examined the returned product. The orientation guide fractured due to overload. No material defects or inclusions were noted that would have contributed to the crack initiation or propagation. Commercialized product development is aware of the failure and is determining if a design change is indicated. Continue to monitor complaints of the new design. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.